Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime during the prime test due to faulty sensor resistor. Pump passed the operating currents measurement, self test, error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. No motor displacement test anomaly noted. Pump had cracked battery tube threads, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 231 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.